Manufacturer narrative:
Motor error alarm during basic occlusion test due to flush/loose drive support disk. Cracked at display window corners, reservoir tube, minor scratched display window and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the motor error alarm occurs frequently. Self test and operation test passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.